Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient with a history of dysfunctional tear syndrome and posterior capsular opacification (pco) had their light adjustable lens (lal, sn (B)(6), +20.5d) explanted from the right eye due to unhappiness with quality of vision; a new lal was implanted as a replacement.